Manufacturer narrative:
An evaluation confirmed the reported complaint. The customer was issued a replacement psu to address the reported problem. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient harm or serious injury reported as a result of this incident.